Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited discoloration on the inside of the light guide lens and the forceps elevator wire was broken and frayed. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the device inspection found the elevator wire (k-wire) was broken at the location where the wire strand was bent 90 degrees toward the elevator assembly and was frayed, likely caused by fatigue and wear from repeated use and handling over time. Additionally, the investigation found the glue between the distal end (c-body) and the light guide lens was chipped/peeling off due to age deterioration and some kind of impact to the distal end, which allowed moisture to invade the lens resulting in corrosion the event can be detected/prevented by following the instructions for use (operation manual) .3.2 inspection of the endoscope. Olympus will continue to monitor field performance for this device.